Manufacturer narrative:
An event of perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after device was implanted with an implant depth of 6.66 and left bundle branch block occurred. A post-implant balloon valvuloplasty done due to mild perivalvular leak observed on echocardiogram. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6)2023, a 27mm navitor valve was selected for an implant. During the implant, after device was implanted left bundle branch block occurred. No treatment was performed. Device was successfully implanted. A post-implant balloon valvuloplasty done due to mild perivalvular leak. The patient is stable.